Manufacturer narrative:
The customer¿s report of a leak was confirmed, however no leaking was observed on the suspect set. Visual and microscopic inspection of the set, including the maxzero valve and syringe identified no obvious damage or anomalies. Functional and pressure testing produced a leak at the engagement between the attached syringe and maxzero valve. Pressure testing also produced a leak at the same engagement. The received syringe was attached to a similar valve on a lab set; no leaks were identified. The same testing was repeated with a similar lab syringe; no leaks were observed. No leaking was observed at the distal end luer. The female luer end was measured and determined to be within iso specification. The root cause of the leak was identified as a poor mating connection between the syringe and the maxzero valve; possibly due to wear of the syringe.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the maxzero cap leaked. There was no patient harm.